Manufacturer narrative:
(B)(4). Above rated burst pressure. Evaluation summary: the device was returned for evaluation. A separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. The IFU deviation does not appear to have caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: trek 3.5x20; guide catheter: 7french/launcher medtronic. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly calcified, non-tortuous, totally occluded, right coronary artery, pre-dilatation was performed using a 3.5x20 trek balloon at 18 atmospheres. A 3.5x33 xience xpedition stent system was advanced without resistance through a 7f guide catheter to the target site. During stent deployment, the stent balloon was inflated three times (16 atm for 33 seconds, 20 atms for 13 seconds, 20 atms for 14 seconds). The balloon was deflated for 30 seconds. During withdrawal of the stent system without resistance into the guide catheter, the balloon separated from the stent system inside the guide catheter. The stent system, guide catheter, and guide wire were withdrawn from the anatomy as a single unit. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.